Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from consumer via a company representative in regard to a patient receiving clonidine 75 mcg/ml at 20.5 mcg/day, and morphine 20 mg/ml at 5.48 mg/ml via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, other chronic/intract pain (trunk/limbs), and chronic low back pain. On (B)(6) 2015 the patient heard their pump critically alarming, and the personal therapy manager showed a code of 8476. The patient was admitted to the emergency room (ER) for sudden symptoms of chills, vomiting, and nausea. The pump was interrogated on (B)(6) 2015, and a motor stall was noted to have occurred on (B)(6) 2015 at 4:52. The patient had not recently had a MRI (magnetic resonance imaging). No strong electromagnetic interference (emi) could be identified, only (B)(6). The pump was programmed to minimum rate. Additional information received reported the cause of the event was undetermined. It was unknown what medication was used to manage the patient's symptoms. The patient's pump reportedly failed. The patient experienced withdrawal. The patient first had cold symptoms, and then the patient's feet started hurting. The condition worsened to severe vomiting, diarrhea, chills, agitation which did not improve despite all kinds of IV (intravenous) drugs. The patient's spouse inquired about information about the pump recall for shorted feed-through that was found online. The pump was replaced on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a legal firm indicated delivery failure had occurred. The patient experienced pain and had been hospitalized on (B)(6) 2015. Conflicting pump explant surgery date of (B)(6) 2015 was noted. No further complications were reported/anticipated.